Event description:
The pt reported, he has not charged his scs ipg in approximately two months. Subsequently, the pt is unable to locate his scs ipg using his charging system. The pt also reported, he is no longer receiving stimulation from his ipg. No additional info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.